Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 316 mg/dl and current blood glucose is 400 mg/dl, 275 mg/dl and after lunch it went from 333 to 298 mg/dl. The customer had blood glucose 316 mg/dl at 10:23am. The customer declined troubleshooting on insulin pump. The customer treated high blood glucose with insulin pump. The customer was neither hospitalized nor admitted for high blood glucose. The insulin pump will not be returned for analysis.